Manufacturer narrative:
E1-initial reporter address: (B)(6).

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. Prior to procedure, the air hose was leaking gas. The procedure was cancelled.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. Prior to procedure, the air hose was leaking gas. The procedure was cancelled. It was further reported that the patient was sedated with local anesthesia.